Event description:
It was reported by service report that the patient left siderail was not latching at full height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link, latching assembly.